Event description:
We were doing robotic assisted laparoscopic vaginal hysterectomy. We were almost done when suddenly the robot start alarming. I tried to call the representative and she said call the (B)(4) number, which I did. The vision cart's monitor went off and all the robot's arms won't move and all red light. We were told by the person on the other line that we need to turn everything off and then turn it back on. And he even said to home it and the instrument inside the patient's abdomen won't move, so we follow exactly what he told us and we were back to operating mode right after.